Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch lot was provided. A review of the device history records for the guidewire involved in this incident did not present any indication of the manufacturing defect or anomaly that could have impacted on the event as reported. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. No product expected to be returned.

Event description:
Valve preparation and implantation of a 25 mm lotus depth guard according to dfu. After locking no waist was seen. Decision for an upsize was made and a 27mm lotus prepared. Following this physicians start to remove the 25mm device. Due to manipulation of the wire mitral papillary muscle ruptured and patient became hemodynamic instable. A 7 min CPR and connection to hlm. Removal of lotus device. Reconstruction of papillary muscle failed and cardiac surgeon decided to implant first a mdt hancock 27mm mitral valve and second a mdt hancock 23 mm aortic valve.